Event description:
It was reported that, during surgery, the spider positioner limb had a loss of pressure. The procedure was successfully completed without delay using a back-up device. No patient injuries or other complications were reported.

Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issues were noted. A functional evaluation did not reveal any problems. The unit passed the weight test. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future re occurrence of the reported event.